Event description:
It was reported that nexiva 18 ga x 1.25in sp with maxzero catheter was defective. The following information was provided by the initial reporter: material no: 383559, batch no: 0058841. It was reported the catheters are too long, bloods backs up and not expelled easily, the cap separates during blood return, the inserter wings cause difficulty and pressure on patient, the catheter is difficult to advance, the catheter is difficult to use with dressings causing pain and discomfort, and infiltration. These catheters are grossly subpar. I have tried to adapt to them, however, the struggle is real. They are too long. The majority of our starts are peripheral and veins are not this long. Unacceptable. They are not a bloodless system. We must obtain a drop of blood and/or labs on each patient. The end cap is tightly placed on the catheter, therefor requiring the cap to be loosened prior to insertion. On many occasion, the cap has come off when blood is returned. Needless to say, an absolute disaster. If the cap does not come off, we still have to remove the cap and tap, tap, tap, on a hard surface until the blood comes out to check for a blood sugar. Once again, unacceptable process for a "bloodless" product. Often times it is impossible to obtain enough blood, and the patient has to get poked. On this same line. Frequently, blood does not come back into the catheter. Even with a syringe, it is often impossible to withdraw blood from these catheters for a blood draw, thus, requiring another poke for the patient. The shape of the "butterfly" wings are a hindrance. Not only do they drag on skin, they create pressure on the patient, when the dressing is applied. It is impossible to "wiggle or rotate " the catheter to advance the catheter through the vein. If patients are dehydrated or old , it can be difficult to advance in a "boggy" vein. These catheters do not give the opportunity to trouble shoot. The dressing we currently have is large, and cumbersome, however, it is not large enough to visualize this catheter system. Additionally, to get the dressing to cover enough skin, in many situations, the dressing must be placed snuggly over the catheter, causing pressure on the patients skin and pressure/lifting at the insertion site. I have to change dressings on a frequent and regular basis for patient comfort. The complaints of pain with these catheters are 10 fold. Not only does this cause grief for the patient, it is a waste of time for the nurse, and an ineffective cost for the hospital. On the topic of cost effectiveness. I have never had to hot pack patients arms to assure successful IV placement in the 32 years I have been a nurse. It requires towels, bags, and time. I am always skeptical about placement success with these catheters. Additionally, it has now become common place for me to poke twice. Once again patient dissatisfaction and ineffective cost. Lastly, infiltration. Infiltration is an unfortunate common occurrence with these catheters. When anesthesia and hydration is the primary reason for an IV, there is no time for infiltration. I think this pretty much sums it up. I am always on board for change, however, this change makes absolutely no sense to me, what so ever. They are a poor choice and design. Wasteful and uncomfortable, let alone, unreliable.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 18 ga x 1.25in sp with maxzero catheter was defective. The following information was provided by the initial reporter: material no.: 383559, batch no.: 0058841. It was reported the catheters are too long, bloods backs up and not expelled easily, the cap separates during blood return, the inserter wings cause difficulty and pressure on patient, the catheter is difficult to advance, the catheter is difficult to use with dressings causing pain and discomfort, and infiltration. These catheters are grossly subpar. I have tried to adapt to them, however, the struggle is real. They are too long. The majority of our starts are peripheral and veins are not this long. Unacceptable. They are not a bloodless system. We must obtain a drop of blood and/or labs on each patient. The end cap is tightly placed on the catheter, therefor requiring the cap to be loosened prior to insertion. On many occasion, the cap has come off when blood is returned. Needless to say, an absolute disaster. If the cap does not come off, we still have to remove the cap and tap, tap, tap, on a hard surface until the blood comes out to check for a blood sugar. Once again, unacceptable process for a "bloodless" product. Often times it is impossible to obtain enough blood, and the patient has to get poked. On this same line. Frequently, blood does not come back into the catheter. Even with a syringe, it is often impossible to withdraw blood from these catheters for a blood draw, thus, requiring another poke for the patient. The shape of the "butterfly" wings are a hindrance. Not only do they drag on skin, they create pressure on the patient, when the dressing is applied. It is impossible to "wiggle or rotate " the catheter to advance the catheter through the vein. If patients are dehydrated or old , it can be difficult to advance in a "boggy" vein. These catheters do not give the opportunity to trouble shoot. The dressing we currently have is large, and cumbersome, however, it is not large enough to visualize this catheter system. Additionally, to get the dressing to cover enough skin, in many situations, the dressing must be placed snuggly over the catheter, causing pressure on the patients skin and pressure/lifting at the insertion site. I have to change dressings on a frequent and regular basis for patient comfort. The complaints of pain with these catheters are 10 fold. Not only does this cause grief for the patient, it is a waste of time for the nurse, and an ineffective cost for the hospital. On the topic of cost effectiveness. I have never had to hot pack patients arms to assure successful IV placement in the 32 years I have been a nurse. It requires towels, bags, and time. I am always skeptical about placement success with these catheters. Additionally, it has now become common place for me to poke twice. Once again patient dissatisfaction and ineffective cost. Lastly, infiltration. Infiltration is an unfortunate common occurrence with these catheters. When anesthesia and hydration is the primary reason for an IV, there is no time for infiltration. I think this pretty much sums it up. I am always on board for change, however, this change makes absolutely no sense to me, what so ever. They are a poor choice and design. Wasteful and uncomfortable, let alone, unreliable.